Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 27-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving unknown drug via an implanted infusion pump. It was reported the patient's pump never worked. A dye study was done in the physician's office but the physician was unable to aspirate the catheter. There was no environmental/external/patient factors that may have led or contributed to the issue. During surgery the surgeon also attempted to obtain csf and was unsuccessful. It was noted there was a catheter obstruction. The entire catheter was replaced and the issue was resolved.